Event description:
New information received notes that the right ventricular lead was not dislodged. The lead was in contact with the myocardium, however there was a lack of lead slack; thus, the lead was re-positioned during the procedure (B)(6) 2020.

Manufacturer narrative:
Device code - clarification of the reported event was provided.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-07646. It was reported that the patient presented to the emergency room with a complaint of intermittent pulsing and pain down the left side. A chest x-ray revealed that the right atrial and ventricular lead had become dislodged due to twiddler's syndrome. The right ventricular lead was successfully re-positioned on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Correction: b5, b6, d11 - related manufacturer reference numbers and concomitant devices.

Event description:
Related manufacturer reference number: 2017865-2020-07646. New information received notes that the right ventricular lead was not dislodged. The lead was in contact with the myocardium, however there was a lack of lead slack; thus, the lead was re-positioned during the procedure (B)(6) 2020.